Event description:
Tubing for lipids came apart during administration. Extension set noted to come apart near female end of tubing.

Manufacturer narrative:
One (1) sample was returned for evaluation. A sample arrived on (B)(6) 2023 and was examined for any insight. The luer was fully disconnected when it arrived, confirming the complaint. Based on the investigation it was determined that the leaking was due to a manufacturing error. In addition, (B)(4) pieces from lot 180822bg, were leaked and tensile tested to determine whether this was a true event or isolated. All (B)(4) sets were tested, and zero failures were discovered and none of these sets showed any signs of leaking at the female or male luer. The ams-467c is assembled, packaged, and sterilized in colombia. The lot number is not provided by the customer; therefore, the lot history review cannot be performed. Corrective action: several updates were made to ensure the inspection of goods at incoming in pa, and an investigation into the assembly of the ams-467c. Reference dver-0020 and qp-0009. Additionally, vygon has decided to provide lot 160623bg as a replacement for any remaining pieces. Before sending it to the customer, functional testing was performed to ensure there were no failures. A c=0 aql 0.1 inspection of the lot was conducted, and zero failures were identified in the 294 pieces tested for leaks and bond strength.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Tubing for lipids came apart during administration. Extension set noted to come apart near female end of tubing.